Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).

Event description:
A technician reported that during an intraocular lens (iol) implant surgery a cartridge split causing a posterior capsular tear. The technician noted that this has potentially caused decreased vision for this pt. Additional information has been requested.